Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system. The carto 3 system was no longer displaying the visitags. They were not using the I/o box. They confirmed the use of a custom template. The connection was tightened into the workstation. I/o connections were switched on the back of the smart ablate which fixed the live impedance problem. The impedance issue was due to poor connection to the workstation and the smart ablate I/o connections were reversed (recording system input and workstation input). The poor connection made the visitags disappear. It was only an impedance display issue (could not see on the carto screen). Live impedances were monitored on the smart ablate generator and the catheter and generator functioned properly. They were able to complete the procedure with no patient consequence. The visitag investigation is in process to determine patient risk when not functioning properly; however that investigation is not complete. Therefore, in taking a conservative approach this event has been assessed as reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto 3 system. The carto 3 system was no longer displaying the visitags. They were not using the I/o box. They confirmed the use of a custom template. They were advised to connect the I/o box and to close the study and reload the carto application. Then reopen the study and the visitags should return. If the tags did not return, then they were advised to close the study and open a new study with a default template. The bwi field service engineer followed up with the bwi field service representative and confirmed that restarting the study resolved the problem. The system is operational. The issue related to (B)(4) ¿visitag: only visitags created during last ablation session are displayed in the study, if ablation sessions are not exist in the rt graph viewer (I/o box or global port are not connected and abl points were not acquired)¿. The device history record (DHR) review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).